Event description:
Patient's nurse, (B)(6), reported that when she hit the alarm button at the end of the patient's infusion, it gave her an error and when she tried to fix it the pump stated that the memory was wiped. The pump will be returned and replaced. No adverse event occurred due to the pump issue. Serial number was not provided. Reported to (B)(6) by pt/caregiver.